Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent embolization occurred. The lesion being treated was located in the right coronary artery (rca). The physician attempted to place the 4.00x16mm liberte bare metal stent and then tried to pull the stent back with force. When pulling back, the tip of guide catheter stripped the stent off of the balloon. The physician attempted to snare the stent, but the snare was not long enough. Then he went in with a 2.0x15mm maverick balloon and got through the undeployed stent. The maverick balloon was inflated, then the physician pulled back whole system and lost the stent. The stent ended up in the hypogastric artery. The physician felt comfortable leaving it there. No additional pt complications were reported. The procedure was not completed due to this event. Additional information was unavailable.